Event description:
Complainant called to report omnipod. She stated that she received her transmitter in (B)(6) 2022, and it has been replaced 3 times for failure since (B)(6). As of (B)(6) the most recent replacement is not giving accurate readings and has an error message. Picture of error message will follow complaint. No adverse effects have been reported due to machine failure. Reference reports: mw5117751, mw5117752.